Event description:
The user facility reported the automated impella controller (aic) could not be set to maintenance mode. The aic kept restarting with every attempt. This issue occurred during prep. There was no reported patient involvement.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. E1-initial reporter name is unknown.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. Data analysis: there were no rlm logs recorded on the date of the complaint. Device analysis: this console was tested upon arrival and the reported failure mode was reproduced, and the rlm was unable to enter maintenance mode. After replacing the microsd card with a known good microsd card, the issue was resolved. Root cause: the root cause of the inability to enter maintenance mode was microsd card corruption. The cause of the microsd card corruption could not be determined. No log evidence was found for the aic shutdown or restart issue. Most likely that the inability to enter maintenance mode and the rlm restart issue were misreported as an aic shutdown or restart problem. D.9. Device returned to manufacturer date added h5 was erroneously entered on the initial manufacturer device report number 1220648-2025-29924.